Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement and subsequently reprogramming attempts were made; however, the issue could not be resolved. The patient is being clinically managed by the health care provider.

Manufacturer narrative:
This report is filed on january 23, 2019.

Manufacturer narrative:
It is now reported that the patient underwent surgery on (B)(6) 2018 to explant the device. It is unknown if the patient was reimplanted with a new device during the same surgery. This report is filed on december 20, 2018.